Event description:
Bayer case number: (B)(4) heavy and malodourous brown vaginal discharge 24/7 [vaginal discharge abnormality] , chronic fatigue [chronic fatigue] , significant chilliness [chilliness] , loss of libido [loss of libido] , poor blood circulation [disorder circulatory system] , cold hands and feet [cold hands & feet] , gastric pain [gastric pain] , swollen abdomen/bloating [swollen abdomen] , excessive flatulance [excessive flatulence] , abnormally soft stools [soft stools] , memory disturbance [memory disturbance] , heavy feeling in legs [heaviness in leg] , eczema [eczema] , dry skin [dry skin], dry eyes [dry eyes] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 16-jun-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of vaginal discharge ("heavy and malodourous brown vaginal discharge 24/7") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced vaginal discharge (seriousness criterion medically important), fatigue ("chronic fatigue"), feeling cold ("significant chilliness"), loss of libido (" loss of libido"), cardiovascular disorder ("poor blood circulation"), peripheral coldness ("cold hands and feet"), abdominal pain upper ("gastric pain"), abdominal distension ("swollen abdomen/bloating"), flatulence ("excessive flatulance"), faeces soft ("abnormally soft stools"), memory impairment ("memory disturbance"), limb discomfort ("heavy feeling in legs"), eczema ("eczema"), dry skin ("dry skin") and dry eye ("dry eyes"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to vaginal discharge, fatigue, feeling cold, loss of libido, abdominal pain upper, abdominal distension, flatulence, memory impairment, limb discomfort, eczema, dry skin, cardiovascular disorder, peripheral coldness, faeces soft or dry eye. The reporter commented: period of occurrence: for the past 6-7 years. Patient¿s current status: not specified actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 69 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received, the investigation might lead to destruction of the sample if required to perform a proper analysis.